Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing an unspecified issue with cutting during surgery. Additional information received indicated the vitrectomy cutter stopped working with aspiration present. An alternate vitrectomy pack was used, but this did not solve the issue. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).